Manufacturer narrative:
Evaluation summary: the pmsh engineer replace the lamp after inspection the processor as the service manual.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
The hospital installed epk-3000 on (B)(6) 2020 and 2 j10 scopes. The clinic reflected that the aux lamp is on appeared on (B)(6) 2021. Pentax replaced lamp power supply unit and lamp during june. On (B)(6), the same problem appeared again. This event occurred at the time of before use. There was no report of patient harm.